Manufacturer narrative:
An event regarding assembly issue involving a cutting edge cup impactor was reported. The event was confirmed by product inspection. Conclusions: the dimensional inspection confirmed the reported event. A material analysis engineer examined the device and noted that the plug welds were fractured on both ends. Nc and CAPA were opened to further investigate the protrusion of the threaded stud. See nc and CAPA for further details. No further investigation is needed at this time. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer should implant a trident cup and sees that the thread in the impactor is to long. They then opened another box of instruments where the thread also was to long.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer should implant a trident cup and sees that the thread in the impactor is to long. They then opened another box of instruments where the thread also was to long.